Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during drain 4 of 4. The patient explained she disconnected to use the restroom, reconnected and received the error. Gts explained that a large amount of air had entered into the disposable set. Gts then had the patient close the clamps and cycle power to clear the error. Gts further advised the patient to discard the supplies and finish with a manual exchange. Product surveillance contacted the patient who explained she did not have any information on the lot. The patient was not sure if she mentioned the error to her nurse. The patient explained they were able to resume therapy successfully with new supplies the following day. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the patient improperly disconnected the patient line from the transfer set. The lot information was unknown; therefore a batch review was not performed. Review of the labeling reveals the homechoice apd systems at-home guide contains sufficient labeling for the user error in this complaint. Baxter has received similar reports. The root cause investigation is in progress through (B)(4).